Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had atrial fibrillation and that their heart rate became faster when hooked up to the device. The device is still in use. No patient complications have been reported as a result of this event.